Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, a suspected cuff air leak was observed, prompting replacement of the tube. Upon inspection, the physician identified the source of the leak as the adhesive joint between the cuff and the tube. No patient harm or adverse event was reported.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. During leak test, the sample was submerged underwater to detect air leakage. A leak was observed from the cuff weld seam. The complaint of cuff leakage can be confirmed. The probable cause is due to a welding error during manufacturing. The device history record was unable to be reviewed as no lot number was provided.